Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. H6 medical device problem code a160105 was replaced with a0709.

Event description:
The complainant reported that an impella device was implanted in a patient for mechanical circulatory support. It was reported that there was a placement signal not reliable alarm. The placement signal went out; however, the output was not affected and hemodynamics were unchanged. Instruction was given on how to disable the audio for the alarm and to save the pump after completion of treatment to send back to corporate.

Manufacturer narrative:
Product complaint #(B)(4).